Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. In this case, the reported violation of the IFU did not cause or contribute to the reported complaints as the balloon had to be removed partially inflated given the clinical situation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. (B)(4).

Event description:
Subsequent to case description information, a user facility medwatch was received which states: the shaft of the balloon ruptured and broke off at 3 atmospheres, the device was safely removed from the patient and another product was used by the attending physician. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. A 2.75 x 12 mm nc trek balloon catheter was used. However, when the device was post-dilated at 3 atmospheres, it was noted that the balloon was not expanding anymore as the mid shaft was kinked. There was no leak noted. Therefore, the device was removed with the balloon partially inflated and the shaft separated outside the anatomy at the tuohy valve connection point. The separated portion was simply withdrawn from the anatomy. The device did not meet any resistance during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.